Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the first diagonal of the lad with moderate tortuosity, mild calcification and 90% stenosis. The balloon was inflated for the third time when the balloon ruptured at 12 atm. The rupture was a pinhole rupture around the distal marker. There were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, interaction with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. The lesion was mild calcified, which could have contributed to damaging the balloon as the device was advanced to the lesion. The balloon did not rupture until the third inflation, which suggests that the damge to the balloon did occur until during the procedure, though this could not be verified. However, without a returned device for analysis, a definite root cause for the rupture cannot be determined.